Event description:
It was reported that the patient was removed from the 980 ventilator due to a compressor malfunction. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by covidien. The alleged malfunction was not duplicated. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).